Manufacturer narrative:
(B)(4). Evaluation of the returned device found the posterior cuff was out of the foot pocket with undisturbed and properly bent tabs. There was no needle strike mark on the posterior foot. Both cuffs were attached to the link and the anterior cuff tab was engaged to anterior needle tip. This confirms a posterior cuff was missed. The suture will not be present during plunger withdrawal and can appear very similar to suture break. During testing, the plunger was reinserted and the needle trajectory, needle depth and push mandrel travel were acceptable. Based on the investigation findings, the most probably root cause for the posterior cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. No manufacturing deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, during use, the suture broke. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. Note: is the estimated date of the event, which was reported as occurring three weeks ago from (B)(6) 2011.